Manufacturer narrative:
According to the processing records, this graft did not contain any attributes that would have rejected the graft. Sgpv was implanted in a 12.2-year-old male patient and explanted after approximately 3.14 years when the patient was 15.4 years of age. According implant summary cards, the explanted sgpv (23mm) was used as a pulmonary valve, and the new implanted sgpv (26mm) was used a right ventricle to pulmonary artery (rv-pa) conduit. Despite numerous attempts made to the site, no additional information, including but not limited to patient demographics, pre-operative diagnoses, past medical/surgical history, indication(s) for sgpv explant, operative procedure and clinic notes, echocardiogram reports, etc., are available. In addition, the explanted valve was not returned and therefore could not be examined. The use of cryopreserved allografts for right ventricular outflow tract (rvot) reconstruction in pediatric patients with complex congenital heart disease has been widely reported in the literature (bielefeld 2001; bibevski 2017; brown 2005; kalfa 2012; rodefeld 2008). Homografts have been reported as the gold-standard and conduit of choice for use in rvot reconstruction due to excellent hemodynamics, resistance to infection, lack of need for anticoagulation, ease of handling, and decreased thromboembolic events (bielefeld 2001; kalfa 2012). Homografts remain one of most commonly used materials for pediatric rvot procedures, despite the likely need for future reoperation (bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008). A multi-institutional retrospective study by bibevski et al. Compared outcomes for standard cryopreserved pulmonary allografts and sgpv allografts used for rvot reconstruction (bibevski 2017). Among the 274 hospital survivors, 26 of 155 sg (17%) and 50 of 119 standard (42%) had evidence of significant conduit dysfunction at the most recent follow-up or before conduit replacement. At the latest follow-up, 10% (16/155) of sg patients and 27% (32/119) of the standard pulmonary homograft group exhibited conduit failure that required reintervention. Mean time to conduit reoperation was not significantly different for sgpv vs. Standard-processed pulmonary groups, at 3.6 years in the sgpv group and 3.1 years (p= 0.51) in the standard-processed group (bibevski 2017). Overall, sg pulmonary allografts performed better than standard-processed pulmonary allografts, however, time to reoperation did not differ between the 2 groups. Indication for sgpv explant in this event is unknown. However, risk factors associated with sgpv durability and explant have been reported in the literature. Brown et al. Reported outcomes for 117 non-ross patients undergoing rvot reconstruction with standard-processed pulmonary allografts (brown 2005), citing the extra-cardiac/heterotopic position of the rv-pa allograft, which is associated with the most complex cases of rvot reconstruction, to be a risk factor for allograft dysfunction, decreased durability, and allograft failure (brown 2005). Several other studies from the literature have also reported heterotopic position to be a risk factor for conduit dysfunction, graft failure, and decreased durability in non-ross patients undergoing rvot reconstruction with pulmonary allografts (brown 2010, ruzmetov 2012, wells 2002). All risks identified have been mitigated as far as possible and residual risk is acceptable. There is insufficient information available to determine a root cause for the reported event. Structural valve degeneration and somatic outgrowth are known complications reported with the use of cardiac allografts and are included in the cryovalve sg instructions for use. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant sumnmary card received on (B)(6) 2019.sgpv00 with serial number (B)(4) was implanted on (B)(6) 2016 was explanted on (B)(6) 2019 and sgpv00 with serial number (B)(4) was implanted on (B)(6) 2019.